Event description:
A male, pt, who was involved in a serious mva had incurred massive head injuries. The pt had an mpm cable with a 1104 bolt inserted. Reportedly there were two different case scenarios about this incident; the catheter was not functioning and mpm cable pulled the 1104b bolt from pts head. Further info surrounding the course of events is unk. The pt ultimately died as a result of his massive injuries. The hospital complained that the weight of the mpm cable pulled the 1104b bolt from the pts' head. The event was discovered when the bandage was removed and the damaged catheter could be seen. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.